Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results for 1 patient on a cobas e 801 analytical unit. The initial result was 15 ng/l the result at the 1-hour mark was 52.2 ng/l. The doctor questioned the result and requested that the sample be repeated. The repeated result was 15 ng/l. The result at the 3-hour mark was 15 ng/l. The repeated result was believed to be correct.

Manufacturer narrative:
The calibration was acceptable. The field service representative found a particulate layer on top of the sample, prior to aspiration. He performed checks and tests with acceptable results. The investigation did not identify a product problem. The investigation determined the issue was consistent with a sample quality issue.